Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded low shock impedances of less than 20 ohms. This information was provided to the patient's clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.